Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular channel. Connector pin was confirmed to be in correct position in header via x-ray. Patient is monitored via merlin at home and is in a stable condition.